Event description:
Additional meaningful data received indicated that the patient's lead was explanted and replaced. Therapy was restored post-operatively.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was the reported the patient never had effective stimulation since implant date. Troubleshooting was attempted with reprogramming. As a result, the patient is awaiting surgical intervention.